Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had a notable femoral vein scar due to having an atrial fibrillation ablation in the past. Venous access was obtained. A watchman access system (was) was advanced, and difficulty was experienced when advancing into the inferior vena cava. The patient had notable vascular malformations and after manipulating the was several times it was successfully placed. The laa was notably low and reversed, and the axial direction of the was was not ideal. A watchman closure device and delivery system (wds) was advanced and deployed. When the was was adjusted after deployment of the wds for traction and fluoroscopy observation, resistance was noted, and the was was kinking. The wds was released, and the closure device implanted. When the was was removed, the proximal part of the sheath was visibly kinked. The procedure was concluded. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman access system (was) was analyzed, and the reported event of kinking was confirmed, yet the reported event of difficulty advancing was not confirmed as clinical circumstances could not be replicated. Device analysis consisted of visual inspection which revealed a kink in the was sheath 6-8.5cm distal of the strain relief. Microscopic examination revealed no other damage or defect. Media was received and reviewed by a bsc quality engineer which also confirmed the reported event, as the sheath was kinked. There was blood in the hub of the was device. There was no other damage or defect found. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the was device during insertion, advancing, and manipulation. H6 component code changed from part/component/sub-assembly term not applicable to cover. H6 evaluation method code changed from device not returned to testing of actual/suspected device, with analysis of production records code added. H6: evaluation result code changed from no findings available to deformation problem. H6: evaluation conclusion code changed from cmc-no problem detected to adverse event related to procedure.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had a notable femoral vein scar due to having an atrial fibrillation ablation in the past. Venous access was obtained. A watchman access system (was) was advanced, and difficulty was experienced when advancing into the inferior vena cava. The patient had notable vascular malformations and after manipulating the was several times it was successfully placed. The laa was notably low and reversed, and the axial direction of the was was not ideal. A watchman closure device and delivery system (wds) was advanced and deployed. When the was was adjusted after deployment of the wds for traction and fluoroscopy observation, resistance was noted, and the was was kinking. The wds was released, and the closure device implanted. When the was was removed, the proximal part of the sheath was visibly kinked. The procedure was concluded. There were no patient complications.